Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump was programmed to run an infusion at 4 ml/hr for a period of 24 hours, but the infusion delivered the full amount in 3 hours. It was reported that this occurred within the pediatric intensive care unit. Any pt injury or medical intervention is unk.